Manufacturer narrative:
The subject device was received and evaluated. Evaluation found the customer reported issue was not able to be duplicated. Device was tested and found no problem. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported an issue of image problem, no video. The issue found during an unspecified procedure. Loaner was provided to the customer. There was no patient harm, no user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified as the phenomenon was not duplicated, and no abnormality was found in the device. There was no detailed inspection results of a device used in combination. Thus, olympus is unable to determine why this phenomenon occurred. Olympus will continue to monitor field performance for this device.